Manufacturer narrative:
After further review of additional information received the following sections d10, g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the physician attempted to deploy the 6f-7f mynxgrip vascular closure device (vcd) but the device failed to deploy as the implant was stuck on the inserter, at the distal tip. Manual compression was held for more than 30 minutes to achieve hemostasis. There was no reported patient injury. The deployer is mynx certified and completed multiple cases a week. All mynx devices at this account are stored according to the labeling. The location the sealant stick to was at distal tip. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle. The sealant was protruding out from the slit on outer shuttle cartridge, exposed to blood and stuck to the catheter. The advancer tube remained inside the shuttle cartridge and the procedural sheath was pulled back to the distal end of the shuttle handle. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment, and no anomalies were observed. Per functional analysis, shuttle movement was checked, and no resistance was felt. The shuttle down procedure was simulated and the advancer tube was able to engage the proximal tamp lock during investigation. A product history record (phr) review of lot f1916302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was confirmed during analysis of the returned device. The exact cause of the sealant stuck to the device components could not be conclusively determined. Procedural factors, such as overtamping, and an incomplete engagement of the advancer tube during the procedure, may have contributed the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle¿. It should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported event. Neither the phr review, nor the product analysis suggests that the reported failure event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1916302 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician attempted to deploy the 6f-7f mynxgrip vascular closure device (vcd) but the device failed to deploy as the implant was stuck on the inserter, at the distal tip. Manual compression was held for more than 30 minutes to achieve hemostasis. There was no reported patient injury. The deployer is mynx certified and completed multiple cases a week. All mynx devices at this account are stored according to the labeling. The location the sealant stick to was at distal tip. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.